Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Based on the information available, the likely cause of the reported issue has been determined to be due to process residue on filter components fl4 and fl10 on the power supply pcb assembly of the power module assembly.

Event description:
The customer contacted physio-control to report that intermittently when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(6).

Event description:
The customer contacted physio-control to report that intermittently when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that intermittently when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).